Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from an unspecified location was observed during use of a homechoice cassette. This occurred during setup of peritoneal dialysis therapy. It was further reported that "there was water everywhere and it looks like water sprayed out". Renal therapy services assisted the patient in removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.